Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a patient experienced an anterior capsular radial tear from 11 to 2 o'clock extending to the equator. The tear was noticed during the cortex removal phase of the cataract surgery, however the surgeon was not certain when the tear actually occurred. It was reported that all laser cuts had been completed and there had been no issues noted. It was reported that there was no vitreous loss, therefore no need for an anterior vitrectomy. A three-piece iol (intraocular lens) was inserted into the bag instead of the planned one-piece lens.